Event description:
It was reported that a patient implanted with an impella cp experienced a controller failure alarm on the supporting automated impella controller.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Additional information has been provided in d6b including [explantation month, explantation day, explantation year]. The root cause for the controller failure (epm 1 sw corruption #1029) was due to a impellatronic pca firmware corruption. However, the cause of the firmware corruption was not been determined.

Manufacturer narrative:
Data analysis: the case began on october 20, 2025, and the epm hardware revision was verified as correct, which is a known good revision. However, after 18 days of pump support, the console triggered a controller failure alarm, event #1029, which persisted for the remainder of the case, leading to an aic exchange. Device analysis: the console (B)(6) was returned to field service for investigation. The reported failure mode could not be reproduced. The console was tested with a known good pump and purge cassette, and no issues were observed. A firmware code was extracted from the impellatronic pca board and compared against a known good version. The extracted code was found to be corrupted. Root cause: the root cause for the controller failure was due to a impellatronic pca firmware corruption. However, the cause of the firmware corruption was not been determined. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.